Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a lung resection procedure, for vessel stapling the surgeon was using a vascular linear cutter. Two reloads worked perfectly, after third firing surgeon noticed bleeding and no staples. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Batch # n5617c. The analysis results showed that the tx30v device arrived with no apparent damage and with three reloads not loaded on the device. The reloads b, c, and d were returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.